Manufacturer narrative:
One sample was received for evaluation. A visual inspection noted imbedded burnt plastic material (die lip) imbedded inside the supply line tubing wall. The reported issue was verified. The cause of the condition is manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was noted inside the tubing of a homechoice cassette, about six inches from the rectangular part of the cassette. This was further described as having the color of dry dark blood. The pm could be felt through the tubing. This was found during set up but there was patient involvement. No additional information is available.